Event description:
The customer reported that "in the same box some knives work in a perfect way while other don't". Lot number m161170 was reported by customer on (B)(6) 2010. This lot number corresponds to blade 72-3040. Add'l info was further requested since the customer also mentioned (B)(6) 2010 that they were facing the problem with the 2.25 slit knife. No add'l info was received on this 2.25 knife since (B)(6) 2010. The customer also reported on (B)(6) 2010 that "some surgeons noticed that there is slight damage to the cornea while withdrawing the knife back." Pt impact info and treatment was required to customer since the receipt of the complaint on (B)(6) 2010 as well as on (B)(6) 2010 and (B)(6) 2010. (B)(4).

Manufacturer narrative:
Results: the device 72-3040 was received on (B)(4) 2010. An unopened device from same lot of the device involved in incident was evaluated and presented a bent tip condition. This condition could have been caused by handling during the foam sheath assembly process. Along with device 72-3040, two add'l units of a different product code (a 72-2240) were received from customer. No initial info was received from customer for this item number. The knives were evaluated and acceptable based on blade inspection procedure (tp-043).